Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two days post implant, the implantable cardiac monitor exhibited diagnostic anomaly; low battery was seen on a remote transmission that came through on (B)(6) 2018. Review of the transmission also revealed the device exhibited undersensing. It was noted that the patient had been through magnetic resonance imaging ¿ MRI since the implant procedure. No patient symptoms were reported. The device could not be programmed due to slow telemetry.